Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain at ipg pocket site. Reportedly, patient lost significant weight and the ipg was almost eroding the skin. As a result, surgical intervention was undertaken wherein the ipg was placed deeper within the same pocket to address the issue.